Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl. Customer was treated with food. It was stated that the insulin pump was acting weird. Customer stated that they were having sensor glucose versus blood glucose differences. Customer did not feel okay to troubleshooting. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.